Event description:
The customer reported the tubing was leaking at the top portion connector of the pumping segment. A high magnification picture was provided by the customer. The picture showed a small slit in the silicone segment. Product was not reported to be on patient at the time of the event. No medical intervention was required. No additional information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file #: (B)(4). The customer's reported experience of the set leaking was confirmed. A visual inspection of the set noted a small tear in the silicone tubing, near the upper fitment, and measuring approximately 0.0390 inches. A crush mark was noted on the upper fitment. The set was air pressurized and bubbles were noted coming out from the tear at 7psi. The cause of the leak is due to a tear in the silicone tubing. The root cause of the tear was not identified.